Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a non-tortuous and non-calcified vessel. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 16 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications reported.